Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter infusion pump did not alarm; no medication had emptied from the bag during patient infusion. The medication was primed appropriately and clamps were opened on the primary line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.